Manufacturer narrative:
Lead model 3093, lot # unknown, implanted: (B)(6) 200, explanted: (B)(6) 2012; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. Analysis of the neurostimulator 3023, serial (B)(4) found no significant anomaly. The ins had good, stable output. Analysis of the extension model 3095-10, serial (B)(4) found no anomaly. Analysis of the lead model 3093, lot unknown found the 0 and 2 conductors were broken at or near the titan anchor, 5.2 to 5.3 cm from the distal end. The conductors were cut 3.5 cm from the proximal end.

Event description:
It was reported that the patient experienced pain in the lead area and an electric shock to the leg. The patient's entire system was explanted. Additional information has been requested, but was not available as of the date of this report.